Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. Physio-control provided the biomed with technical assistance. It was later confirmed by the biomedical engineer that they have elected to not repair the device. The device has been permanently removed from service and was not returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
A biomedical engineer contacted physio-control to report that the service indicator is present and an event code is logged in the memory of a customer's device.  The event code logged in its memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.